Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid to distal right coronary artery (rca). After the lesion was predilated with an unspecified device, a 2.75x28mm taxus liberte stent delivery system (sds) was advanced, but could not cross the target lesion. The sds was removed and it was noted that the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B) (4).